Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. The pcu event log shows that at 12:22 pm on (B)(6) 2018 the pump module received a remote IV request for epoch dox/etop/vcr to infuse at 20.8ml/hr with a vtbi of 500ml for 24 hours and the infusion continued until 10:37 am on (B)(6) 2018 when the device was channeled off. During the infusion the device alarmed twice for patient side occlusion and 20 times for air in line. The volume recorded as being infused during this period was 456.31ml. Although requested, the pump module was not returned for investigation. The starting/ending volume of the fluid container cannot be determined through device logs. The root cause of the reported overinfusion was not identified. Devices not received, log review only.

Event description:
The customer reported that an infusion of epoch was programmed to infuse for 24 hours however it completed sooner than expected. The infusion was started (B)(6) 2018 at 1221 and ended (B)(6) 2018 at 1045 (it was supposed to run until 1221). There was no patient harm.